Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to start up. Upon troubleshooting, the rse determined that the system was halting at startup philips logo and progress bar was visible, but the application never starts up. The rse confirmed that there was some software crash in the system leading to the start-up issue. To resolve the reported issue, the customer reinstalled the latest system software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.